Manufacturer narrative:
Summary of investigation: as received the screw fixation was within the distal electrode profile. The fixation mechanism operated as specified. The mechanical, and dimensional measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported screw mechanism issue. An x-ray was performed revealed that no damages were noted, indicating that the screw mechanism was not defective. All other electrical measurements were within specifications. Based on the investigation findings, a lead malfunction is not suspected to be the cause of the reported event. For more details, please refer to the attached report analysis.

Event description:
Reportedly, during implantation the screw remained blocked and would not be extended. The physician had to remove the lead and replaced it by a competitor's brand.

Event description:
Reportedly,during implantation the screw remained blocked and would not be extended. The physician had to remove the lead and replaced it with a competitor's brand.

Event description:
Reportedly,during implantation the screw remained blocked and would not be extended.the physician had to remove the lead and replaced it with a competitor's brand.

Manufacturer narrative:
Correction information section e3: no health professional.